Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the battery backup was not functioning. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative replaced the batteries, tested the unit to manufacturer's specifications, and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.